Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The visual and microscopic analysis identified the fiber tip was detached and remaining fiber tip was rotating inside the metal cap, indicating a glue failure also occurred. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The instructions for use (IFU) were reviewed. According to the IFU, the user is instructed to connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm) and accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. A risk review performed for the moxy fiber confirmed that the event of glass cap detached/separated is a known event defined in the product risk management documentation. Based on review of all information available and analysis results, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation for observed glass cap detachment.

Event description:
It was reported that during a transurethral resection of the prostate procedure, the first fiber stopped working after three and a half minutes; there was an error message requesting to inspect and clean the fiber tip, but this did not solve the issue. Due to this, the procedure was completed using another device. There were no patient complications. The returned fiber was analyzed, and it was identified the glass cap was detached.